Event description:
User experienced discrepant co2 results for four pt samples after loading a new cassette that morning. It was noted no calibration or quality control had been performed on the new cassette prior to testing the pt samples. Pt 1, initial result 42 mmol/l, repeat 26 mmol/l. Pt 2, initial result 41 mmol/l, repeat 28 mmol/l. Pt 3, initial result 39 mmol/l, repeat 26 mmol/l. Pt 4, initial result 35 mmol/l, repeat 21 mmol/l. Initial results were reported, user could not provide info regarding treatment or condition of the patients. If additional info is received, appropriate notification will be provided.